Event description:
It was reported during preventive maintenance, the lower part of bottom display was found not working. The device was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).